Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation and perforation requiring medical treatment. Device issue: guide wire separation. It was reported that after several manipulations and pta, the bmw guide wire was broken. The distal part was inside of another co's balloon catheter, the broken distal tip of proximal part of guide wire perforated the a. Popliteal. The small bleeding was tamponated by balloon and the artery functioned without problem. It was off label use and the customer did not complain because of the failure, he replaced the wire with another bmw and finished the case with successful result. No add'l event or pt info available.